Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced a high blood glucose level of 431 mg/dl. The customer was feeling nauseous as a result of the high blood glucose incident and treated with the insulin pump. Troubleshooting was performed and it was explained that a bent or crimped cannula may have interfered with the amount of insulin delivered. Customer was advised that this issue may have contributed to the high blood glucose incident. Customer was advised to do a complete infusion set and reservoir change. The customer mentioned that he had a bent cannula on the infusion set. The insulin pump will not be returned for analysis.